Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 8atm within 30 seconds. The device was removed without any problem using the normal method and the procedure was completed. There were no patient complications, and the patient was good post procedure.